Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympyus and the failure was confirmed and determined the following cause: due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a small piece of "black plastic particle" from the distal tip of the bronchovideoscope fell into the patient during a diagnostic bronchoscopy. The particle was immediately retrieved from the patient and the procedure was completed with a back-up device. The procedure was prolonged greater than 30 minutes. There were no further reports of patient harm.